Manufacturer narrative:
Ps419412 section g4: this product is not sold in the USA however it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the complaint rt116 adult anaesthesia circuit was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned rt116 circuit revealed that small drops of glue were found on the pressure line tube next to the glued adaptor. Conclusion: the reported event was likely due excess glue introduced during manufacturing process. All rt116 adult anaesthesia circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt116 adult anaesthesia circuit state the following: - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that the tubing of a rt116 adult anaesthesia circuit was found damaged before patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the tubing of a rt116 adult anaesthesia circuit was found damaged before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). This product is not sold in the USA however it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The complaint rt116 adult anaesthesia circuit is currently en route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.